Manufacturer narrative:
Journal reference: rosario et al. "Durability and cost-effectiveness of transurethral needle ablation of the prostate as an alternative to transurethral resection of the prostate when alpha-adrenergic antagonist therapy fails" j uron 2007;117, 1047-1051.

Event description:
Journal reference: rosario et al. "Durability and cost-effectiveness of transurethral needle ablation of the prostate as an alternative to transurethral resection of the prostate when alpha-adrenergic antagonist therapy fails" j urol 2007;117, 1047-1051. The article describes the results of a long term study involving 71 patients treated with transurethral needle ablation of the prostate for symptoms related to luts/bph. The procedures were conducted between 1994 and 1995. Short term symptom relief was reported as successful with a high rate of long term treatment failure. A number of procedure related complications were reported. Reportable event: simple urinary tract infection occurred in 10 patients (han pieces n=10) and was resolved with oral antibiotics.